Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the problem was identified during the procedure. The patient did not suffer any harm or injury. The procedure proceeded robotically as planned and was not delayed. The color of the broken/loose cable is unknown, but was identified as a mechanical transmission cable.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .